Event description:
It was reported that the device was implanted in 2002. Revision surgery occurred to replace liner in 2008, due to recurrent dislocations. Exact implant date is unk.

Manufacturer narrative:
Eval summary: dislocation may be caused due to on or combination of the below mentioned reasons: unsatisfactory position of the component parts of the hip replacement (either the cup or the stem, incorrect soft-tissue tension or poor functioning of the muscles around the hip joint, impingement (levering) of the femoral head against the poly liner. Infection, 5. Severe soft-tissue deficiencies around the hip joint. No surgery detail is available and no x-ray (showing orientation/positioning of the components taken immediately after primary surgery & showing dislocation) has been provided for analysis. Also pt specific info (activity level, past medical history, etc.) Is not available. Hence, no definitive cause analysis can be made with certainty. The returned device meets specification where measurable in its current condition. Device history records indicate device manufactured to specification.